Event description:
The handle part of the product penetrated through the shaft and the end of the shaft touched the surgeon¿s hand when he was creating a subcutaneous tunnel. There were no adverse consequences to the patient due to the incident.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the lot code was not provided. Therefore, the production records for this lot could not be reviewed. The returned product was inspected. No visible damage was witnessed on the handle. No signs of cracking were observed or evidence the passer protruded thru the handle. Scratch marks were observed at the bullet end of the passer (the end opposite of the handle). It is not clear if this had any impact on the complaint (just an observation). The complaint could not be replicated. A complaint search was performed for the last 3 years. There were no other similar complaints found, as this is the first occurrence. As the complaint could not be replicated, the exact root cause could not be determined. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.